Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported that on (B)(6) 2025 the hcp observed a catheter fracture at the pump connector. The cause of the fluid accumulation was that both cerebrospinal fluid (csf) and medication flowed through the catheter and accumulated in the pocket due to high csf pressure in the cervical spine, and the catheter fracture. Laboratory testing on (B)(6) 2025 indicated a positive for beta-2 transferrin, indicative of spinal fluid/csf. The catheter was spliced and replaced on (B)(6) 2025. On 2025-12-12 there was no further report of fluid at the site and the patient reported well managed pain. The event was resolved without sequelae on 2025-12-12.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: product type catheter product ID th 90t01 lot# serial# unknown implanted: explanted: product type mobile platform product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine, dilaudid (hydromorphone), and compounded baclofen via an implantable pump. It was reported that examination revealed fluid accumulation at pump site. Aspirated 328 ml of fluid on (B)(6) 2025. Patient reported fluid re-accumulated at the pump site and on (B)(6) 2025 the healthcare provider aspirated 217 ml from site. The patient reported a headache following last visit, reported inadequate pain control and, that she was unable to activate the ptm through the fluid. A catheter access port (cap) dye study was performed and revealed an intact, normal catheter. Fioricet was started for the headache. A scheduled blood patch was canceled due to low platelets (unrelated). The healthcare provider aspirated 190 ml of fluid from the site. The patient was instructed to wear an abdominal binder. They were still unable to activate the ptm. The patient continued to report uncontrolled pain. The pump was possibly dislodged from anchors. Plan was for surgical revision of pump and/or catheter.

Manufacturer narrative:
Continuation of d10: product ID th90t01, serial# unknown, product type: mobile platform. Product ID 8781, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. H6; the previously reported code a24 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-04, additional was received from the patient. They reported that "every implant, the pump ends up flipping and spinning the catheter and the pump has to be replaced." The patient stated their current pump was also flipping and again, they were going to have to have the pump replaced. The patient stated they were calling because when they were trying to connect to the pump, sometimes the handset showed a "red warning" with a red strip down the side but the patient did not recall what the code was or what was said on the warning. The agent reviewed that without knowing what the code was, they were not able to review. The patient would monitor and call back once they know what the code is. The patient stated the healthcare professional (hcp) said it may be if the pump had flipped. The agent reviewed that if the pump had flipped, then the handset would show that the handset couldn't connect not that the issue would be because the pump had flipped. The patient stated that on (B)(6) 2027, "there was a huge area where there was leaking and so far they have removed over 1000 cc of what they believe to be spinal fluid and medication. The patient stated they believe the medication was leaking because they have had multiple reports of volume discrepancies and they think that is where the medication is going because of the flipping and what it may have done to the catheter. The patient stated they would need to be removing more than 300 cc of fluid soon. The patient stated they were paraplegic and because of the way the patient has to transfer, they felt maybe the reason the pump will not stay attached.